Event description:
Customer reported questioning one result from a sars-cov-2 tma run, (B)(4), using assay lot 292445 on panther fusion instrument sn (B)(4). A fully vaccinated, asymptomatic patient was positive when tested using the sars-cov-2 pcr assay (CT value of 38.00). The result was questioned, so three replicates of the sample were retested on the same panther fusion, and all replicates were negative. In addition, a subsequent collection from the next day was tested negative with the roche liat assay. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic product applications specialist (pas) reviewed the logs and confirmed the initial positive and subsequent negative results were valid; there were no obvious hardware issues. It was possible the sample was low target or mishandled. Hologic technical support (ts) relayed this information to customer who had no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.